Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed.  The reported problem (service code 204-belt/monitor unusable) has been confirmed.  Upon investigation the electrode belt was unable to communicate with a monitor. The root cause of the failure was contamination on the c703, c704, and c795 components in the distribution node pca. The root cause for the contamination was ingress of an unknown liquid.  Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids.  No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).